Manufacturer narrative:
The report of the previous percutaneous lead (driveline) replacement is covered under MFR report # 2916596-2016-02107. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2011. It was reported that pump stoppage events occurred on (B)(6) 2016. In (B)(6) 2016, a distal end percutaneous lead (driveline) replacement had been performed. The newly submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the pump stoppage events. The x-rays revealed a suspect area of the internal portion of the driveline. The physician requested that lvad remain connected to an ungrounded power module patient cable during power module support. On (B)(6) 2017, it was reported that the patient chose to remain on the ungrounded power module patient cable after discussing the surgical intervention options with the physician. The patient was asymptomatic. No additional information has been provided.

Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file. The log file captured a low speed hazard alarm and pump motor stop on (B)(6)2016. Intermittent pump stoppages were also captured on (B)(6)2016, suggesting that the pump was struggling to maintain the set speed. The patient was supported by the power module during these events. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (driveline); however, a root cause for the events could not be determined without an evaluation of the device. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.